Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) used list# 198-35l, endobronchial tube str 35fr l+ 1/ea; lot# 4430783 was returned for evaluation. Part was tested and inspected. Customer's reported issue of "cuff leak" could not be confirmed or duplicated.